Manufacturer narrative:
The calibration data provided for investigation demonstrates an increase in reagent 1 ph. This increase can be caused by elevated co2 concentrations in the laboratory or missampling due to sample build up inside of the sample probe. The specific root cause could not be determined. The issue was solved with the calibration of a fresh bottle from the affected reagent pack, therefore no reagent issue exists and a customer handling issue is likely.

Event description:
The customer received 14 questionably low calcium results on their cobas c111 analyzer (serial number (B)(4)) for two days. Prior to running patient samples, the customer placed a new bottle of reagent from the same lot as previous on the analyzer. After noticing the patient calcium results running low on (B)(6) 2011, the customer repeated calibration, quality control, and patient samples from the past two days using the original c111 analyzer. The customer provided data for 13 patients, of which there were five patients with discrepant results reported outside the laboratory. On (B)(6) 2011, the first patient's initial calcium result was 7.8 mg/dl accompanied by a data flag. The repeat result was 9.4 mg/dl. On (B)(6) 2011, the second patient's initial calcium result was 7.6 mg/dl accompanied by a data flag. The repeat result was 9.5 mg/dl. On (B)(6) 2011, the third patient's initial calcium result was 7.6 mg/dl accompanied by a data flag. The repeat result was 9.2 mg/dl. On (B)(6) 2011, the fourth patient's initial calcium result was 7.6 mg/dl accompanied by a data flag. The repeat result was 9.2 mg/dl. On (B)(6) 2011, the fifth patient's initial calcium result was 7.5 mg/dl accompanied by a data flag. The repeat result was 9.2 mg/dl. The customer alerted the doctor and nurse that calcium results from the past two days may be erroneously low. The customer is not sure if the original or repeat results are accurate. The patients were not adversely affected. The customer replaced the reagent pack, recalibrated and performed quality control prior to the field service representative arriving on site. He checked the analyzer and no instrument cause could be found. Replacing the reagent pack resolved the issue. He performed a precision test with passing results.